Event description:
It was reported that during a supply change the ilet touchscreen was unresponsive, preventing selection of ¿yes¿ when confirming visible insulin drops, until a restart was performed through the ilet app after the user arrived home; the user then confirmed successful selection and completion of the supply change using an inset 6 mm with insulin delivery resumed. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a software-related problem associated with the touchscreen that presented as an unresponsive key or button behavior on the device¿s touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.